Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "failed downstream (distal) occlusion sensor test. Values are: 19. 40 psi &. 19. 76 psi" was unable to be reproduced. The device was tested for downstream occlusion test for high, low and medium settings and it passed. A review of the event history log revealed "downstream occlusion!" Messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. The cause of the condition was undetermined. No device correction required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump failed downstream (distal) occlusion sensor test at values 19.40 psi & 19.76 psi during an unspecified process step in the biomedical service department. There was no patient involvement. No additional information is available. There was no patient involvement. No additional information is available.